Event description:
She had to go the hospital since she could not code her one touch ultra meter and perform a blood glucose test. In may 2006, between 6:00-8:00 pm, the patient attempted to use the meter, but was unsuccessful. She did not know how to code the meter or how to perform a blood test. While trying to use the meter, the patient pressed the meter's buttons and inadvertently changed the meter's unit of measurements setting to "mmol/l." The patient did not realize the meter had changed to "mmol/l" until troubleshooting was performed with the customer care advocate (cca). That same day, the patient had symptoms of difficulty breathing. The patient has a history of chornic obstructive pulmonary disease (copd). Since the patient could not get the meter to work and she had symptoms, the patient went to a hospital. It is documented that the patient obtained a reading of "629 mg/dl" using and unspecified device and was given "IV glucose" and "steroids." The treatment of hyperglycemia does not usually include "IV glucose." It would have been helpful to know the following information: when did the patient's symptoms start, what other symptoms did the patient have, did the patient use another meter, and did the patient attempt to treat her symptoms. In addition, it would have been helpful to know what the patient's medication/treatment regimen is, if the patient followed the regimen during the time of concern, and what treatments did the patient receive on the day of the event. This complaint is being reported due to the following conclusion: the patient could not perform a blood glucose test on the meter and then went to the hospital where a reading of "629 mg/dl" was obtained.